Event description:
It was reported to boston scientific corporation that a obtryx transobturator mid-urethral sling device was used during a trans obturator tape procedure with a water cystoscopy procedure performed on (B)(6) 2011, for the treatment of stress urinary incontinence. On april 4, 2023, it was revealed that the patent had an eroded vaginal sling, a portion of which had completely extruded from the vaginal epithelium and was seen to be exiting the vaginal epithelium in the mid urethral location and entering the vaginal epithelium left lateral in the vagina with approximately 2.5 cm of exposed mesh. The patient underwent a procedure in which the eroded sub urethral sling was excised. The cystoscopy performed during the procedure confirmed the mucosa appeared healthy with no additional signs of damage or erosion. The patient tolerated the procedure well and was transferred to the recovery room in stable and satisfactory condition.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of april 4, 2023, was chosen as the best estimate based on the revision date. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6). Block h6: imdrf patient code e2006 captures the reportable event of erosion and extrusion. Imdrf patient code e2401 captures the reportable event of complication of implanted vaginal mesh. Imdrf impact code f2203 captures the reportable event of cystoscopy procedure. Imdrf impact code f1903 captures the reportable event of excision of eroded sub urethral sling.